Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post operative visual by the physician noted that the lead was apparently not fractured. Explant method: intravascular, femoral. Technique/tools: not provided. No complications.